Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during device interrogation, it was noted that an alert for device reset was present from the previous check. At that time, reprogramming was done. Although it was not known what caused the reset, it was noted that the patient had completed a course of radiation therapy one year previous. A download was performed successfully. Post download, an error message was received that patient data was corrupted. Program changes were recommended to clear and re-enter the data at the patients next check up.